Event description:
The following was reported to gore from the vbx 21-04 medrio study database: on (B)(6) 2020, this 87-year-old male patient underwent endovascular treatment for thoracoabdominal aneurysm in the descending thoracic aorta. The patient was treated with a cook t-branch (cook medical) and five gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent graft's). The five vbx stent graft's were implanted successfully in following anatomical locations: one vbx stent graft each in the celiac trunk, superior mesenteric artery and right renal artery. Two vbx stent graft's were implanted in the left renal artery. On (B)(6) 2020, occlusion of the right renal artery with a maximum creatine level at 3,3 mg/dl egfr 16 was observed, which required prolonged hospitalization and medical intervention. The clinical study site assessed this adverse event with a primary relationship as procedure-related. On (B)(6) 2020, the outcome of the adverse event was noted to be recovered / resolved without sequelae, as the patient deceased on this date due to another adverse event pneumonia. The pneumonia occurred on (B)(6) 2020 and ended with an fatal outcome on (B)(6) 2020. The site assessed the adverse event pneumonia with a primary relationship as not related. The site stated that there was no malfunction detected in any vbx stent graft. With the available information, no allegation against the vbx stent graft's was made.

Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3 other; h6 codes b14, b20, c21, d16: the investigation is ongoing. Preliminary results are not yet available. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.